Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a brownish fluid was leaking from the right side of the hydropnematic in the synchron cx7 delta clinical system. The customer stated the amount of fluid that leaked was about 30ml. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and checked the entire system and found no leak. Repair was verified per established procedures. The customer was to monitor the instrument and call back of problem reoccurred. The bec internal identifier for this event is (B)(4).